Event description:
The freedom driver was not supporting a pt. A syncardia clinical support specialist reported that the freedom driver did not pass the system check. He also reported that when he inserted a freedom onboard battery into the driver, the driver immediately exhibited a fault alarm. This alleged failure mode poses a low risk to a pt because the issue was observed when the freedom driver was not supporting a pt. The freedom driver will be returned to a syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.